Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During follow-up, noise resulting in oversensing and far field r-wave oversensing were observed. Reprogramming is anticipated to be performed. No intervention was performed at this time. The patient was in stable condition.